Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2014, a 3.5 x 18 mm absorb bioresorbable vascular scaffold (bvs) was implanted in the distal right coronary artery (rca) lesion. On (B)(6) 2017, the patient was admitted to the hospital for chest pain and an st elevated myocardial infarction (stemi) was diagnosed. Another stent was implanted as treatment. The relationship of the absorb bvs to the event was not provided. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and myocardial infarction, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU) are known adverse events associated with the use of a coronary scaffold in native coronary arteries. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined; however, the reported treatments appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). There was no reported thrombosis at the right coronary artery (rca) scaffold implantation site, and no reported intervention within the rca.

Event description:
Subsequent to the initial report, the additional information was received: on (B)(6) 2017, the patient was admitted to the hospital for chest pain. An st elevated myocardial infarction (stemi) was diagnosed, elevated cardiac enzymes were noted, and recurrent stent thrombosis was observed. As treatment, balloon angioplasty was performed to the proximal-mid left anterior descending (lad) and diagonal coronary arteries. There was no reported thrombosis at the rca scaffold implantation site, and no reported intervention within the rca. The patient was counselled on smoking cessation and medication compliance. The event was considered resolved on (B)(6) 2017. Relationship of device to event was not provided.

Manufacturer narrative:
(B)(4). The study physician assessed the (B)(6) 2017 event as unrelated to the implanted scaffold and unrelated to the scaffold procedure. There was no scaffold restenosis or thrombosis. There is no reported device malfunction or adverse patient effect related to the device.

Event description:
Subsequent to the previous medwatch report filed, the additional information was received: the study physician assessed the (B)(6) 2017 event as unrelated to the implanted scaffold and unrelated to the scaffold procedure. There was no scaffold restenosis or thrombosis.